Event description:
It was reported that the surgeon was peeping an interbody space for an implant with a shaver and t-handle. The t handle attached to the shaver broke. The surgeon used another t handle to complete procedure.

Manufacturer narrative:
Method: device history review; functional device inspection; complaint history review;results: functional testing confirmed that the returned product is not broken. No device issue could be confirmed.conclusion: the reliance t handle was confirmed to be functional. The reported event of a broken t-handle could not be confirmed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A surgical delay of 30 seconds was reported.

Event description:
It was reported that the surgeon was peeping an interbody space for an implant with a shaver and t-handle. The t handle attached to the shaver broke. The surgeon used another t handle to complete procedure.